Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "failed downstream occlusion test" was confirmed as the device was found out of specification. The cause was determined to be the force sensor digital pot out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.